Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of time/clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump is losing or gaining time. The customer stated that the time was lost more than 9 minutes within 30 days. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitor and no unexpected lost or gain time/clock anomaly noted. The device had minor scratched lcd window, and cracked reservoir tube lip.